Event description:
New information received notes that when an asymptomatic patient presented in-clinic for a follow up, post paced t wave oversensing on ventricular channel was noted again. Further programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the patients follow up visit, the device was found to be post paced t wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were made and the issue was resolved.